Manufacturer narrative:
Correction: event problem codes. Additional information: evaluation codes: procedural cine and echo images were provided and reviewed by an edwards physician proctor: procedural cine: heavy calcified annulus · bav seen. No contrast injection · valve implanted well procedural echo: echo image #50 sinus appears thick suggestive of a peri-aortic hematoma on the ncc ¿strand¿ seen and appears to be torn leaflet from native aortic valve. Impressions: from echo, scene # 50 shows thicker sinus compared to scene #2 which shows normal sinus of valsalva, suggestive of an aortic hematoma. Recommend contrast injection when doing bav to help measure annulus. Per report, CT measurement 559mm and 3mensio 566mm. Recommend 26mm sapien valve with heavy calcified annulus. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the imaging review, echo showed the patient likely sustained an aortic intramural hematoma on the ncc with resulting in a rupture. The cause of the hematoma is likely related to the patient¿s heavily calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the patient sustained a perforation of the right coronary cusp due to a large chuck of calcium. A pericardiocentesis was performed. The patient's annulus measured 25mmx30mm by CT with an area of 559.8mm squared. The patient had a very heavily calcified valve with a large chunk of ca+ on the rcc. The patient entered the ccl in sr with 1st degree heart block. A 25x4mm edwards balloon was utilized and inflated under rvp. During the bav movement of a chunk of ca+ on the rcc was seen. The 29mm commander delivery system crossed the native annulus without issue and deployed under rvp. Post deployment of the valve, a drop in the patient's blood pressure was seen. Post deployment echo showed 80:20 aortic/ventricular placement with no pvl. A pericardial effusion as well as thickening of the aorta was also observed near the rcc, so the team prepared for a pericardiocentesis. The heparin was reversed and the 16f sheath was removed. A total of 400cc of blood were removed from the pericardium. Angiogram and echo confirmed a rupture of the rcc due to a large chunk of ca+. This chunk of calcium had been seen during the bav and was not fully appreciated at the time. The patient remained stable. The patient's gradient was reduced from 75mmhg via cath to 5mmhg via tee. The patient was going to be left intubated overnight and watched closely. The patient was ultimately discharged home over the weekend.